Manufacturer narrative:
No products were available for investigation but the complainant did provide photographs of the x-rays. Review of the x-rays does not reveal any issues with the seating of the implant that may cause the dislocation of the inner head from the outer. It is believed the middle x-ray has been presented backwards since the other two indicate that it is the left hip that has been operated on. From the x-ray taken directly after implantation, there is an appearance that the inner head may not be fully captured by the outer head. Inspection of the drawings of the outer head indicates that the inner head was most likely fully captured by the outer head spring clip, therefore, this is not considered a possible cause of failure. It is possible that the outer head has migrated and contacted the stem resulting in impingement, and since the inner head is captured by means of a polyethylene spring clip it is possible that the inner head has dislocated as a result of impingement. Without inspection of all of the parts, this cannot be confirmed and therefore a root cause of the dislocation cannot be determined. A review of the manufacturing records was conducted on lots d4tfv1000, 2979589 and 2974404 with the result that no anomalies were found. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient felt pain when moving. After inspection, the surgeon found there was dislocation between the big head and small head under x-ray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.